Manufacturer narrative:
Addendum: additional information received indicated that: the approach for the procedure was contralateral. The target lesion was a mid superficial femoral artery (sfa) lesion which was a chronic total occlusion (cto). The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The physician plans to leave the device as is and follow the patient medically. There was resistance reported advancing the device over the guidewire as well as up and over the iliac bifurcation. No excessive torquing was reported. The device was not reported to have kinked in the area of separation. No resistance was met/reported during withdrawal of the device. No additional information is available. The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received indicated that the distal tip of the outback re-entry catheter separated from the device during a peripheral intervention and remained in the sub-intimal space of the mid superficial femoral artery (sfa). The total occlusion was in the proximal to mid portion of the sfa, approximately 100 cm long. A 6f non-cordis sheath and a non-cordis 0.014/300 cm. Guidewire were used during the contralateral approach. After multiple attempts the outback would not go smoothly over the bifurcation of the iliac arteries. The sheath and the wire were exchanged for a 7f non-cordis sheath and another non-cordis guidewire. Several additional attempts were made to advance the outback over the bifurcation with no success. As the outback was taken out of the sheath to exchange for another wire, it was noticed that the tip of the device was no longer intact. There were several unsuccessful attempts made to get the marker band with two (2) different snare devices. The patient was stable during the entire procedure and post procedure. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. The physician plans to leave the device as is and follow the patient medically. There was resistance reported advancing the device over the guidewire as well as up and over the iliac bifurcation. No excessive torquing was reported. The device was not reported to have kinked in the area of separation. No resistance was met/reported during withdrawal of the device. No additional information is available. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15662940 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Event description:
The report received from the field indicated that the tip of the outback re-entry catheter broke off the device during a peripheral intervention. You could visibly see the 'lt' directional marker band detached and in the sub-intimal space of the mid superficial femoral artery (sfa) target lesion. During the procedure: the total occlusion was in the proximal to mid portion of the sfa, approximately 100 cm long. A 6f non-cordis sheath and a non-cordis 0.014/300 cm. Guidewire were used for the procedure. The physician tried and tried but the outback would not go smoothly over the bifurcation of the iliac arteries. A sheath exchanged occurred for a 7f non-cordis sheath. The wire was also exchanged for another non-cordis guidewire. Several attempts were made to advance the outback over the bifurcation with no success. As the outback was taken out of the sheath to exchange for another wire, it was noticed that the tip of the device was no longer intact. There were several attempts made to get the marker band with two (2) different snare devices. All attempts were unsuccessful. The patient was stable during the entire procedure and post procedure.